Event description:
Caller reported a minimum fill notification, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer initially attempted to resolve the issue by loading a new cartridge, which was not successful. Technical support instructed the caller to clean the pneumatic tap area and then guided them through filling and loading a second cartridge onto the pump, which successfully resolved the issue. Additionally, a cartridge replacement was sent to ensure customer satisfaction.